Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration? Yes') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included d & c. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), back pain ("back pain") and menorrhagia ("menorrhagia (heavy menstrual bleeding)") and was found to have weight increased ("weight gain") and weight decreased ("weight loss"). Essure treatment was not changed. At the time of the report, the device dislocation, pelvic pain, abdominal pain, back pain, menorrhagia, weight increased and weight decreased outcome was unknown. The reporter considered abdominal pain, back pain, device dislocation, menorrhagia, pelvic pain, weight decreased and weight increased to be related to essure. The reporter commented: plaintiff states that essure removal was not planned as she is not able to afford surgery. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2008: migration. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-sep-2019: pfs received:case became incident. Event injury nos deleted and events device dislocation, pelvic pain, abdominal pain,back pain, menorrhagia, weight gain, weight loss were added. Product start date updated and concurrent condition added. Lab data added no lot number was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.